Manufacturer narrative:
Investigation. Due to the fact that the product is still in-situ, a full investigation cannot be conducted. Conclusion and root cause. Based on the information available we assume that the root cause of the failure is most probably user related. Rational. The fact the disintegrated screw could already be seen one day post-operative, led to the assumption that the screw already came loose intra-operatively due to an incorrect assembly. Corrective action. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: germany. It was reported that the implant has disintegrated in the area of the screw (closure pins). The metal pin lies in the patient and migrated.